Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown with no alarm. The iabp unit was plugged into a different ac wall outlet at the facility and the iabp unit was able to be restarted successfully and the battery began to charge. It was noted that the wall outlet that the iabp unit had originally been plugged into was able to deliver power to other devices when checked. It was noted that patient therapy downtime was approximately 15 to 30 minutes and the patient status was checked with no harm noted. A getinge emergency support consultant (esc) advised the end user to obtain another iabp unit, and then guided the end user in swapping out the iabp unit. To continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the stm noted that there were no signs of a shutdown and not unusual errors logged. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shutdown with no alarm. The iabp unit was plugged into a different ac wall outlet at the facility and the iabp unit was able to be restarted successfully and the battery began to charge. It was noted that the wall outlet that the iabp unit had originally been plugged into was able to deliver power to other devices when checked. It was noted that patient therapy downtime was approximately 15 to 30 minutes and the patient status was checked with no harm noted. A getinge emergency support consultant (esc) advised the end user to obtain another iabp unit, and then guided the end user in swapping out the iabp unit. To continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.